Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis. The customer was getting no delivery alarms prior to the event, and he changed the infusion set, but continued to experience high blood glucose levels. Troubleshooting was performed, and the insulin pump continued to alarm. No delivery due to an issue with the reservoir and infusion set. Advised the customer to change the entire infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. See also MFR report number 2032227-2010-81257.